Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2011. It was reported that when the patient's ipg is interrogated using the patient programmer, the battery icon always indicates a full battery. A new patient programmer was sent to the patient but did not resolve the issue. The patient is working closely with her physician to determine the next course of action. No further patient complications or loss of stimulation were reported.